Event description:
It was reported that the patient presented with high, unstable thresholds and intermittent capture on the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary; the full lead was returned and analyzed. There were no anomalies found. (B)(4)